Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. A review was done of a similar lot to verify that there are no situations or practices that could create the reported issue. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4).

Event description:
It was reported that there was a grade 2 minimal erythema at the infusion site. The subject was rotating infusion sites correctly, cleaning properly, and using the infusion set for no longer than 72 hours. No patient injury was reported.